Event description:
New information received notes that the lead was explanted and replaced. There were no adverse consequences during the procedure and patient was stable post-procedure.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert for non-sustained rv oversensing, far p-wave oversensing was observed. Programming changes were made but did not solve the issue. During device change-out, externalized conductors were observed under fluoroscopy. As no evidence of oversensing was occurring during device change out, the physician elected to leave the lead functioning. The patient was fine throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.